Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluated by MFR: date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. The customer was unable to be contacted. No repair or further information available. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation. There was no patient involvement.